Event description:
A physician reported to baxter a coonection issue with the disconnect y-set. The doctor stated that the patient misspiked to connect the transfer set with the spike of y set by the clean flash. The sample is not available. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This complaint was not confirmed due to lack of sample available for evaluation. The cause was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.